Manufacturer narrative:
Internal reference (B)(4).

Event description:
It was reported that after a thr performed on (B)(6) 2022, the patient had an infection. A revision surgery was addressed to explant all the implants (oxonium fem hd 12/14 32 mm +4, r3 20 deg xlpe acet lnr 36 mm x 52 mm, r3 0 hole ha ctd acet shell 52 mm, ref interfit thrd hole cover and polarstem stem lat.ti/ha 1 non-cem) and insert cement spacers. Further information is unknown at the moment.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the infection. It is noted the infection was addressed via revision surgery to explant all the implants and insert cement spacers. The patient impact beyond the reported revision cannot be determined with the information provided. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed that infection, both early, post-operative superficial and early, post-operative deep wound infection and late periprosthetic infection has been identified in potential complications associated with total hip arthroplasty surgery, primary or revision section. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to loss of sterility during procedure, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.